Event description:
Customer reported the insulin pump alarmed no delivery during manual prime. Customer's blood glucose was 149 mg/dl. Customer reported he resolved the issue with a set change. Troubleshooting was not performed as customer did his own troubleshooting and was resolved by changing out the infusion set. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.